Event description:
The erbe argon beam coagulator, model vio 300d, was utilized with gastric settings at 30 watts. At the initial application, there appeared to be blanching of the mucosa and there was a surrounding white collar or "halo" which spread beyond the lesion. The probe was changed and the md requested the power be set at 20 watts. The device still malfunctioned despite the decrease in power - a similar change in the tissue occurred with the second application. At this point the procedure was aborted. The patient remained hemodynamically stable and was discharged home from the pacu in a timely manner. The patient will reschedule the procedure. Dates of use: (B)(6) 2010. Diagnosis or reason for use: treatment of gastric antral vascular ectasia.